Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis implanted in (B)(6) 2020. Reportedly the patient experienced urge incontinence, incontinence without sensory awareness, nocturia with nocturnal enuresis with urethral hypermobility, wound dehiscence with suture exposure, mesh erosion, urinary leakage and pelvic pain. Mesh removal under general anesthesia was performed in (B)(6) 2021. The patient experienced further wound dehiscence, stress urinary incontinence, dyspareunia and small fistulous tract in the suburethral area. Further mesh revision under general anesthesia was performed in (B)(6) 2024.